Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead became distorted while in vivo. The proximal lv (low voltage) and the distal lv (low voltage) electrodes of the lead were covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The overlay tubing was kinked/buckled. Visual summary indicates twiddlers syndrome damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that the right ventricular (rv) lead had sudden high thresholds, noise, and a high sensing integrity counter (sic). It was noted that the rv lead was twisted like the beginning of twiddlers syndrome. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.